Event description:
Splenic injury during scheduled procedure. Surgeon called for argon beam coagulator to staunch bleed. Equipment functioned only momentarily then ceased functioning altogether. The scrub tech heard a change in sound coming from the equipment immediately prior to ceasing function. Procedure converted to open and the spleen had to be removed as the bleed could not be stopped.